Event description:
During follow-up, increased capture threshold was observed on the left ventricular (lv) lead. X-ray imaging was performed and revealed lv dislodgement. The physician alleged the lv dislodgement was possibly due to the patients difficult anatomy. The event was resolved by capping and replacing the lv lead. The patient was in stable condition and experienced no adverse events.